Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded 2 signal artifact monitor (sam) episodes due to noisy signals. It was noted this patient has a barostim device. Boston scientific technical services (ts) discussed this could be the cause of the noise. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.